Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) inspected the instrument and found collet 10 contaminated with dried sample material. Fse disassembled and cleaned collet 10. Inspected all other collets for contamination. The instrument was tested without further problem and was returned to expected operation.

Event description:
The ortho summit sample handling system instrument did not pipette sample and reagent and did not generate an error message. No death or serious injury was associated with this incident. This report corresponds to ortho clinical diagnostics inc. Complaint number.